Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nurse's station cannot see any information. There was no patient involvement reported.